Event description:
The hospital reported that during an endo-radial procedure, the cone tip detached for the device and fell inside the patient's arm. This happened just when the device was being inserted into the incision. The physician assistant was able to retrieve the piece with their fingertips. A second device was used to complete the procedure. No other patient complications were reported.